Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Pump battery low. Pump hardware failure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation; however, the pump data (transactions log) were provided. Transactions log analysis found that on january 9, 2017 at 18h11, it was noted that the pump displayed the error message "pump battery low". On january 23, 2017 at 18h07, it was noted that the pump displayed the error messages "pump battery low" and "pump hardware failure [8]". Based on this, the complaint was confirmed. The device history record of product code 91-4200, lot cppcfd; serial number npbmwk was reviewed and confirmed that the product conformed to the specifications when released on january 16, 2014. Released quantity: (B)(4) units. While the reported issue was confirmed, it was not possible to determine root cause based on the information that was provided. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation will be performed. At present, we consider this complaint to be closed.